Manufacturer narrative:
The hill-rom technician removed the bed and has taken it back to the service center for evaluation. The account stated that they did not provide any additional treatment for the patient for these wound other than placement onto the clinitron bed. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the patient developed a new unstagable wound on his sacrum and right buttocks with four smaller sores around those two areas. The bed was located in room 402 at the account. This report was filed in our complaint handling system as complaint (B)(4).